Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized on (B)(6) 2018 due to diabetic ketoacidosis with a blood glucose level in the 300s mg/dl. The customer's blood glucose level at the time of the call was in mid 100s mg/dl. The customer was treated with manual injections for high blood glucose level. The customer also reported that they were hospitalized due to infection, double pneumonia, fluid in his lungs. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.